Event description:
It was reported that the instrument channel port of the subject device was removed from the scope. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection and the reported failure of the channel port was removed from the scope was confirmed. During device evaluation, an additional reportable malfunction was identified: corrosion on the charge coupled device (ccd) housing. Based on the investigation, the channel port removal was necessitated by a biopsy port leak. The root cause is attributed to component failure due to mechanical problems resulting from internal or external forces, including fluid exposure, foreign objects, environmental conditions, or physiologic influences. This represents expected or random component failure with no underlying design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.